Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was pt reported they saw a "por" message on their recharger since "about 2 months, maybe 3 months ago" and they needed to have an MRI done, but they cannot charge their implanted neurostimulator (ins) because of the por message. The patient spoke to a manufacturing representative (rep) via phone last week about the issue and brian instructed the pt how to bypass the message and continue charging their ins, but after an hour of charging their ins, the por message appeared. Pt confirmed they had the "warning por" message. Patient services specialist (pss) reviewed the meaning of por with the pt. The patient was redirected to their healthcare provider to further address the issue. Pt noted they fell and hit their head, so they cannot move or drive. Pt said they didn't have anyone to drive them to their health care provider (hcp).